Event description:
It was reported that a patient was in the hospital due to an increase in seizures. No programming history was available to date. No additional, relevant information was received to date.